Manufacturer narrative:
H11: the device was returned for evaluation. A service history review was performed with no issues found during previous servicing that could be related to the reported issue. An event history log review was performed which did not find evidence of the reported condition. Functional tests were performed and the device passed the tests; no damaged components were found that could contribute to the reported condition. The reported condition was not verified. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device presented an electric shock. The patient was not connected at the time of the event. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.